Event description:
The customer reported via phone call that she had a sensor glucose versus blood glucose differences, calibration error and change sensor alarm on the insulin pump. Customer's blood glucose was 195 mg/dl. After troubleshooting was done, the customer was advised to removed and changed out the sensor. Customer was advised that we would replaced sensor and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.